Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy. Customer¿s blood glucose level was 600 mg/dl. Customer administered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.